Manufacturer narrative:
The fse completed the installation of the system. The ise preamp board was evaluated and it was determined that a capacitor on the board had failed. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.

Event description:
A bci field service engineer (fse) contacted beckman coulter, inc. (Bci) to report that during the installation of a unicel dxc 600i synchron access clinical system, he smelled something burning when powering up the system. Investigation revealed that the ion selective electrode (ise) preamp board was the source of the odor. The board was replaced and the installation was completed. There was no patient involvement and no reports of death or serious injury associated with this event. The ise preamp board was returned to bci. Further investigation revealed that a capacitor on the board had failed.